Event description:
It was reported that removal difficulty was encountered. The 95% stenosed target lesion was located in the left anterior descending artery. A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment; however, it was noted that the catheter failed to pull back. The device was completely removed by just simply pulling it out. The procedure was completed with no patient complications reported and the patient's status was stable.